Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on 05/19/2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. The sensor was inserted on (B)(6) 2016. It was reported the patient made treatment decisions based on cgm values. At the time of contact, no injury or medical intervention was reported. The complaint device was not returned for evaluation and data was not provided; therefore, the reported complaint of inaccuracies cannot be confirmed. It was also reported the patient made treatment decisions based on cgm values. The dexcom g5 mobile continuous glucose monitoring system states: the dexcom continuous glucose monitoring system does not replace your bg meter. When making treatment decisions, such as the amount of insulin you need, only use your bg value. Don't use the dexcom cgm system sensor glucose readings because readings can be different from your bg value. If sensor glucose readings are used in determining treatments, it could result in you missing a severe low or high glucose event. However, a root cause for the reported inaccuracy cannot be determined.